Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. Visual examination revealed the membrane to be properly folded. No abnormalities were observed at the proximal or distal ends of the membrane. As a test, a vacuum was drawn and maintained on the folded membrane according to datascope's instructions for use. The membrane easily passed through a laboratory 10 french, 6 inch sheath without difficulty. Based on the examination of the iab, it was not possible to verify the rpt'd difficulty. No defect was noted in the balloon membrane. Although conjectural, it is possible that the user perceived the membrane flares at the proximal and distal ends of the iab membrane (where the membrane is attached to the balloon catheter tubing and tip) to be a defect. This characteristic is quite normal and is a result of the way the membrane is folded during the mfg process. In addition, if a sufficient vacuum was not drawn and maintained during the insertion, it is possible that the membrane at the proximal and distal tapers became "bunched" or twisted when the catheter was handled during the insertion procedure attempt leading to the perception that the membranes had unfolded.

Event description:
The dr was not able to insert the iab onto the pt because the balloon was unfolded close to the tip. Event complications: none from the event - reported 6/5/97. Pt's current status: unk - rptd 6/5/97.